Event description:
The customer reported that a patient sample yielded a false positive reaction with anti-k of erytype s rh+k type on tango optimo. In several repeated testings this patient sample yielded correct results with anti-k. In one case the patient sample showed a +/- reaction with the negative control of erytype s rh+k type instead of a clear negative reaction. The customer did return the patient sample that had caused a false positive test result, but the supposedly defective product has not been returned for investigational testing. Therefore our quality control laboratory tested the patient sample and additional donor samples on qc's retained erytype s rh+k type sample. All positive and negative reactions were correct. We did not observe any false positive reaction. The patient sample yielded a correct negative reaction with anti-k and the negative control of erytype s rh+k type on tango optimo. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s rh+k type functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.